Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced low glucose while using the ilet bionic pancreas and had been making incorrect meal size announcements after a change to eating smaller amounts; per the healthcare provider¿s direction, the agent guided the user through a factory reset to address the usage issue, and the user treated the low with oral glucose. Symptoms included hypoglycemia with a reported value of 53 mg/dl as well as diaphoresis, disorientation, and lethargy. Outcomes included the need for unexpected medical intervention in the form of oral carbohydrate intake. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified related to incorrect meal announcements, and the device component involved was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.